Event description:
The haptic did not exit correctly the delivery device into the patient's eye. Another lens was used to complete the procedure.

Manufacturer narrative:
See MDR # 1920664-2007-01542 for the delivery device used with this intraocular lens.